Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the width plates were damaged. The width plates were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00404-2; 0001526350-2023-01070-1; 0001526350-2023-01071-1; 0001526350-2023-01073-1.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00404, 0001526350-2023-01070, 0001526350-2023-01071, 0001526350-2023-01073.

Event description:
It was reported that during surgery, the dermatome blade caused a laceration on the patient. No additional details regarding the laceration were provided. There was a delay of an unknown amount of time as another device was used to finish the procedure. During product evaluation, it was found that the width plate was damaged. Due diligence is complete and there is no additional information available.